Event description:
Pt reported malfunction with her ms-3 pump. She stated it beeped and then the screen went blank and the pump would not work. She switched to backup pump. Serial number of malfunctioning pump: (B)(4). Replacement pump sent via same day courier. No other info provided.